Manufacturer narrative:
The qc was within range prior to the sample measurement. Abnormal signal low alarms were detected. The field service engineer identified that the cause was due to an issue with the signal conversion board (component failure). The issue was solved in a trained service process. The analyzer was performing within specifications.

Manufacturer narrative:
The elecsys troponin t hs stat reagent lot number is 827211. The expiration date was not provided. The customer also complained of calibration issues. The field service engineer replaced the cells and the illuminometer power supply board. He then performed calibration with successful results. The investigation is ongoing.

Event description:
We received an allegation regarding discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e601 module. Initial result: 324.8 pg/ml. Repeat result: 500 pg/ml (tested on a different cobas analyzer).